Event description:
The contact stated, that she found her husband unconscious on the floor at 6:10 a.m. She tested his blood glucose and received a reading of 50 mg/dl. The contact medicated the customer (medication unk) and gave him juice. She retested his blood glucose about an hour later and received a reading of 116 mg/dl. The contact performed control tests while troubleshooting and results were within the normal control range. The test strips and meter are to be returned for evaluation. A replacement breeze2 meter was sent to the customer.